Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the programmer will not upgrade to the latest software. It was further noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board.

Event description:
It was reported the programmer will not upgrade to the latest software. The programmer was retuned for repair. It was analyzed and tested out of specification. No information was received indicating patient involvement.